Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized with diabetic ketoacidosis. Blood glucose at the time of admission was 1034 mg/dl. Customer stated that he was getting ready for dialysis and they tested his blood glucose because he was vomiting. The customer had not been released and was being treated with insulin drip. The customer was wearing the insulin pump at the time of the emergency room visit. He did not have his insulin pump at the time and was unable to troubleshoot. Customer was advised to call back to perform troubleshoot when having the device available.